Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence, reportedly due to a suspected fluid leak from the balloon. A surgical procedure was performed in which the entire device was replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptom of recurring incontinence nor device performance allegation of fluid leak can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence, reportedly due to a suspected fluid leak from the balloon. A surgical procedure was performed in which the entire device was replaced. There were no further patient complications reported.

Manufacturer narrative:
(B)(4).